Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 12, which had occurred at least three times with the pump. There was no reported adverse impact to customer's blood glucose level. As a corrective action, technical support arranged for the pump to be replaced since it was under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was also instructed to return the problematic pump using the provided pre-paid label.